Event description:
A 5/8 25g needle used for vaccine administration on an 18mo old patient. Needle size selected based on patient anatomically small. The needle would not pierce skin during vaccine administration. Upon further inspection, noted that the tip of the needle was disfigured. The tip was discarded and another needle utilized for administration.